Event description:
(Drug/diluent: 5fu). Flow rate too fast. The pump emptied at 38.5 hours and was expected to last 48 hours. Pump was filled at 5:30 p.m. (B)(6) 2008 and empty at (B)(6) 2008, 8:00 a.m. Fill volume 240 ml. Per dfu: nominal fill volume: 270ml and nominal flow rate: 5ml/hr.

Manufacturer narrative:
Method: the device involved in this incident was discarded by the customer, therefore, our results and conclusion are based on the information that was given to I-flow by the initial reporter. The directions for use (dfu) (1303046, rev. E) contains a caution for underfilling the pump: "cautions: actual infusion times may vary due to the following: filling the pump less than nominal results in faster flow rate." The device history record was reviewed and all manufacturing operations were found to be within specification. A review of lot 772216 history found no other flow rate complaints for this lot. Results: although the device was not returned for investigation and evaluation. From information provided, the fill volume of the pump was 240ml. The timeframe reported for infusion of 38 hours is within the expected limit for a 240ml fill volume at 5ml/hr flow. The delivery times provided in the dfu are approximate when pump is filled to a volume other than nominal.